Event description:
A malfunction was reported on the pump, resulting in the customer's blood glucose level reading as "high," indicative of a level exceeding 500 mg/dl. The customer managed the high glucose level by administering a correction injection using multiple daily injections (mdi). Customer technical support assisted in resetting the pump and provided guidance on how to resolve the issue if it recurs. The pump did not exhibit the same malfunction code after the reset, allowing the customer to continue its use, with instructions to contact support if any further issues arose.